Event description:
(B)(4). I had endometriosis return so I had to have my ovaries removed and was not allowed to to hormone therapy right away because it could feed any little bit she didn't get. That threw me into early menopause. That was (B)(6)2017. On (B)(6) 2017 I had to have my gallbladder removed after it stopped functioning properly and found out it was all scarred up.